Event description:
Staff reported broken bed.

Manufacturer narrative:
Technician found the brake was loose. He replaced with a new caster to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.